Event description:
Complainant initially reported that the autopulse starts up only 50 % of the time after pausing the unit. Manufacturer obtained further information on 01/09/2014, which is reflected below: complainant alleged that during patient use, the autopulse platform functioned properly for 6 minutes. The patient was positioned correctly and shoulder harnesses were securely fastened. Customer pressed the stop/cancel button to check the patient's underlying rhythm. When the start/continue button was pressed to resume operation, the device cycled and paused. Customer attempted to restart the autopulse twice, however, the issue would not resolve. Customer does not recall the error message observed. Customer indicated that during the patient alignment verification pause, the patient was not moved or realigned in any way. Use of the autopulse was discontinued and crew resumed manual CPR (exact length of time is unknown). No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
After the reported event, the customer indicated that the autopulse appeared to be in normal functioning position and the battery was still full. Customer also reported that the autopulse would work as designed on a mannequin, but not on live patients. Product in complaint was returned to zoll circulation on 01/13/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Please note that the date of event initially reported as 12/30/2013 in section b. Box 3 is incorrect. Customer could not provide event date. Autopulse platform (s/n (B)(4)) was returned to zoll for investigation. It was determined through review of the autopulse platforms archives, that although the customer could not provide an event date, the event associated with the customer's reported complaint occurred on (B)(6) 2013. Visual inspection of the returned platform found that the front enclosure was cracked and the battery lock was bent. Evaluation of the platform found no anomalies and the customer's reported complaint was unable to be reproduced using zoll testing batteries. Review of the platform's archives noted that on (B)(6) 2013, the platform was used on a large patient or object, and that low voltage batteries were being used. The autopulse is designed for adults with weight of no more than 300 lbs (136kg), with a chest circumference of 29.9 to 51.2 in. (76 to 130 cm), and a chest width of 9.8 to 15 in. (25 to 38 cm). Additional review of the platform archives determined that the customer's reported complaint of the platform "not re-starting after pausing" was confirmed. The customer experienced multiple user advisories on 10/10/13 while using nimh battery s/n (B)(4). The archive shows that this battery remained in the autopulse from (B)(6) 2013 without being charged. At the beginning of the event on (B)(6) 2013, this battery was not fully charged based upon its rc (1351w) and voltage (34v). The customer experienced multiple ua 8 (motor controller fault detected) and ua 17 (max motor on time exceeded during active operation) messages both of which can be incurred while using a low voltage battery. Further review of the archives determined that this battery has not been properly maintained by the customer. On (B)(6) 2013, this battery shows only 7 charge cycles, which based upon the battery's manufacture date of (B)(6) 2012, this battery should have 19 (+/-1) charge cycles. Additional work completed not related to the reported complaint, to ensure that the autopulse platform is functioning without issue, includes replacement of the front enclosure, battery lock and power distribution board (pdb). In conclusion, the customer's reported complaint of the platform "not restarting after being paused' was confirmed through review of the autopulse archives. The customer experienced multiple ua's (which did not allow compressions to be performed) is directly related to the low voltage battery being used at the time.